Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-603-a109 trial inserter broke in half when being removed from inside the patient. Surgeon went a size up and was able to complete the case without further issues. This was discovered during a tka procedure and nothing broke inside the patient.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-603-a109 was received for investigation. Visual inspection identified that the trial had split into two pieces, with surface damage noted along the remainder of the trial body. The cause remains undetermined, although a probable cause is attributed to damage incurred during the removal process. It was also identified that the batch associated with the reusable device had been manufactured in 2015.